Event description:
Patient referred to surgery to have a piece of a medtronic percutaneous stimulator lead removed. The physician was removing the leads in his office, when a piece of a lead remained in the patient.